Event description:
It was reported that the helix of the attempted pacing lead would not retract. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.